Manufacturer narrative:
In this incident, the discolored crown was removed and redone. This medical intervention incident is considered MDR reportable.

Event description:
In 2007, a dr alleged that maxcem turned black under a pt's crown.